Event description:
Per the clinic, the patient experienced an electrode migration. The device was explanted under a general anaesthetic on (B)(6) 2019 and the patient was reimplanted with a new device during the same surgery.